Manufacturer narrative:
Based on the comprehensive investigation, including batch record review, archive sample analysis, and risk assessment, it is concluded that the affected batch (lot: 07503059) meets all applicable quality and manufacturing specifications, with no abnormalities identified. Detailed examination of the returned sample revealed significant cannula deformation and a flattened fracture profile, consistent with exposure to repeated mechanical stress. These observations suggest that the damage is attributable to external mechanical factors acting on the device, rather than to a design or manufacturing-related issue. No similar defects were identified in retained samples or during batch record review, and no adverse trends related to this issue have been observed through ongoing track-and-trend analysis. Based on the performed risk evaluation, the residual risk associated with this event is considered acceptable.

Event description:
Customer reported that the needle broke off in the patient.